Event description:
Reporter confirmed complaint was against an allergan breast implant.

Manufacturer narrative:
Additional, changed, or corrected data: b.5, d.3, g.3 - attachment : [the flow cytometric pdf].

Manufacturer narrative:
Article citation: ¿the flow cytometric characteristics of breast implant-associated anaplastic large cell lymphoma¿ jordan barr, heather campbell, lloyd mcguire, tara cochrane; british journal of hematology: june 2020; 2020 british society for hematology and john wiley & sons ltd. The events of lymphoma alcl suspected, lymphadenopathy, and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for removal: lymphoma alcl suspected.

Event description:
Journal article "the flow cytometric characteristics of breast implant-associated anaplastic large cell lymphoma" reported patient experienced peri-implant fluid an unknown time following implant procedure. Cytology of the fluid revealed ¿malignant cells were located outside of the normal lymphocyte region¿ confirming lymphoma alcl. Cd30+ marker was confirmed. Although alk marker was not specified, it was reported that, ¿found cd4 expression was present and reduced or negative expression of other t-cell antigens was frequent. This phenotype is similar to that of systemic alk .¿ the cd3 marker ¿was either negative or weaker than in normal t cells.¿ additional markers included cd4, ¿reduced or negative expression for cd8, cd7, cd10, cd16 and cd56,¿ and ¿medium to large atypical lymphoid cells with folded, horseshoe or bilobed nuclei.¿ additionally, patient experienced ¿stage 3 disease with involvement in two regional axillary lymph nodes and extension of the tumor into the capsule.¿ the device has been explanted. Treatment with chemotherapy was given and, three years later, patient is in remission. The manufacturer of the device is unknown. This represents an unknown side.